Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a corroded drain fitting, dark lcd, and a cracked water tank cover. Device was filled with water, temperature check attached and powered on. The complaint was unable ti be confirmed; no leaking found. A faulty lcd was noted however, with a problem source of other. The pcb was replaced as a result.

Event description:
Information was received that upon water entering, leaking occurs. No adverse effects reported.